Event description:
Information received by medtronic indicated that the customer passed away at the hospital on (B)(6) 2025. The customer was admitted to a hospital prior to the reported incident. The cause of death was hypoglycemia, respiratory failure and cancer was hospitalized. The customer¿s blood glucose was 22 mg/dl. The event involved product(s) mmt-1715k. The customer was not wearing the insulin pump at the time of death. The customer was not using sensors. The insulin pump was last worn on (B)(6) 2025, prior to passing. No product return is required for mmt-1715k.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section a4 - patient weight has been changed from 135 pounds to 175 pounds. 2. Section b2 - date of patient death has been changed from (B)(6) 2025 to (B)(6) 2025. 3. Section b3 - date of event has been changed from (B)(6) 2025 to (B)(6) 2025. 4. Section b5 - updated the summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer passed away at the hospital on (B)(6) 2025. The customer was admitted to a hospital prior to the reported incident. The cause of death was hypoglycemia, respiratory failure and cancer was hospitalized. The customer¿s blood glucose was 22 mg/dl. The event involved product(s) mmt-1715k, mmt-332a and unomedical. Troubleshooting was performed for deceased reporting, the customer was not wearing the insulin pump at the time of death. It was unknown whether insulin pump system used within 48hrs of reported event and the customer was not using sensors. The insulin pump was last worn on (B)(6) 2025, prior to passing. No product return is required for mmt-1715k. No product return is required for mmt-332a. No product return is required for unomedical.